Manufacturer narrative:
Manufacturer's comment: as only limited info has been obtained so far, it is difficult to assess a cause and effect relationship.

Event description:
Mildly increased body temperature [body temperature increased]. Knee redness [erythema]. Knee pain [arthralgia]. Knee joint flexion limited to 80 degree [joint range of motion deceased]. Case description: spontaneous report was received on (B)(4) 2013 from a physician regarding a (B)(6) female pt, initials unk. The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc one (hylan g-f 20) injection into an unspecified knee joint (route and dosage regimen not provided). The lot number for synvisc one was not provided. The synvisc one was at room temperature on injection. On an unspecified date, day four following injection, the pt developed mildly increased body temperature between 37 and 38 degree celsius, knee redness, knee pain and pt's knee joint flexion was limited to 80 degrees. It was reported that there was no effusion and no arthrocentesis was performed. On an unspecified date, the pt was hospitalized for survey. The reporter suspected that the pt was experiencing a beginning gonarthritis flare due to a recent trip (prior to synvisc one injection where she walked a lot). The action taken with synvisc one treatment was not provided. The outcome for the events of mildly increased body temperature, knee redness, knee pain and knee joint flexion limited to 80 degree was not provided. Relevant concomitant medications were not provided. The intensity for the event of mildly increase body temperature was assessed as mild and was not provided for the events to knee redness, knee pain and knee joint flexion limited to 80 degree. The reporting physician did not provide the causal relationship of synvisc one with all the events.